Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, no issues were identified that could have led to the reported malfunction. Regarding the additional finding of a noisy image, the cause has not been established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced a no image during set up / inspection for use. There were no reports of patient harm.